Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number 04.620.540; lot number: 5759133; date of manufacture: april 21, 2008; place of manufacture: brandywine plant; part expiration date: n/a (nonsterile). The device history record(s) showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. DHR review of raw material revealed this lot met all specifications with no nonconformities noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The device history record(s) showed that there were no nonconformances or issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: exact date of event is unknown; event occurred in 2010. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in brazil as follows: further it was reported that the patient began to feel severe pain in the lumbosacral region, in (B)(6) 2008. The patient visited the neurosurgeon and diagnosed with signs of hidden spina bifida in l5. MRI of the lumbosacral spine performed on (B)(6) 2008 revealed moderate accentuation of the physiological lordosis, with increased ferguson angle, inferring instability at the level of the lombo-sacral junction. Presence of discrete medial posterior disc insinuation at the l5 / s1 level, but without determining compressive effects on the dural sac or nerve roots. In (B)(6) 2009, the patient underwent successful surgical intervention, and the l5-s1 vertebrae were fixed with 04 bolts of pangea, 4 blocks and 2 bars. Until (B)(6) 2010 the patient did not feel pain, however, in (B)(6) 2010, 1 year and 6 months after surgery, the patient noticed that she had lost the sensitivity of the upper left foot as well as started to feel strong lumbar pains, with burns and pinch that went from the spine and radiated to the right leg and sometimes to the left, leaving the patient with weakness in the lower limbs. Tomography examinations, performed on september 4, 2010 revealed that the screws implanted for fixation of the spine in s1 had broken. On (B)(6) 2010 the patient experienced severe pain. On (B)(6) 2011, the patient visited the hospital, where after tomography, the fracture was reaffirmed on the two lower screws in s1.concomitant devices added to case include: 6.0mm ti curved soft rod (part number 04.620.140, lot number 1879145, quantity 1) 6.0mm ti curved soft rod (part number 04.620.140, lot number 1938619, quantity 1), ti pangea locking cap (part number 04.620.000, lot number 5801635, quantity 4), 5.0mm ti pangea polyaxial screw (part number 04.620.535/ lot number 5783928, quantity 2).this is report 2 of 2 for complaint pc-000242334.